Manufacturer narrative:
Concomitant medical products: cd3257-4 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. Additional information obtained via follow-up reported that the patient declined any intervention and the lv lead remains in the patient. No patient complications have been reported as a result of this event.